Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a medial portion was received. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: product ID 5076-85, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) and leads were explanted due to methicillin-resistant staphylococcus aureus bacteremia infection. The ipg and leads were removed and replaced. No further patient complications have been reported as a result of this event.